Event description:
During pulmonary avm coil embolization, when the azur soft3d coil was attempted to be implanted in sac, the implant stretched. Only the coil could not be removed, and the coil was unable to be withdrawn along with a progreat24 microcatheter. When the coil was forcibly pulled back, either the implant or pusher broke off, and the stretched implant remained in a scelecon balloon catheter. A micro snare was then inserted into the balloon catheter to remove the stretched implant, which was successfully removed. The procedure was completed without any additional treatment. Coil embolization will be performed at a later day.

Manufacturer narrative:
Investigation findings items returned: implant, microcatheter, non-microvention balloon catheter, snare device. Items not returned: pusher, introducer, shrink lock, dispenser hoop, v-grip. During visual inspection, it was found that the implant was returned on a snare device and was broken into pieces. The implant was also found entangled, and stretched at the proximal section. The pusher and the proximal portion of the implant were not returned for evaluation. The returned microcatheter was also evaluated and found the distal tip to be damaged. Investigation conclusions. Investigation conclusion the investigation of the returned coil system found the implant broken into pieces, entangled, and stretched at the proximal section, which is consistent with the alleged product issue. The microcatheter used in the procedure was found damaged at the distal tip, which may have caused or contributed to the reported complaint. As stated in the event description, the coil was forcibly pulled back during the procedure. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the damage, but the damage is consistent with the coil becoming stuck at the damaged distal tip of the microcatheter and experiencing tensile force that exceeded the strength of the implant causing the implant to stretch and break. The pusher was not returned for evaluation; therefore, an investigation on the pusher condition could not be performed.

Event description:
During pulmonary avm coil embolization, when the azur soft3d coil was attempted to be implanted in sac, the implant stretched. Only the coil could not be removed, and the coil was unable to be withdrawn along with a progreat24 microcatheter. When the coil was forcibly pulled back, either the implant or pusher broke off, and the stretched implant remained in a scelecon balloon catheter. A micro snare was then inserted into the balloon catheter to remove the stretched implant, which was successfully removed. The procedure was completed without any additional treatment. Coil embolization will be performed at a later day.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.